Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2026. The infusion set was in use for over 12 hours. No further information available.